Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 600 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump had a keypad issue and unable rewind the insulin pump. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. Customer's parent also reported that the customer was in the hospital and experienced a high blood glucose of over 600 mg/dl. No form of treatment was reported and no high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Nit passed the dat test with 0.08715 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly. No rewind anomalies noted during testing. Motor was tested outside the device and passed. All buttons functioning properly. No damage on keypad traces noted during visual inspection. J2 lcd connector was inspected and no anomaly noted. Unit received with severly scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and scratched case.